Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient used to charge once a day, but now the ins depleted overnight and she was charging more often. It normally took an hour to charge, but charged for 2-3 hours the day prior to the report. The more frequent recharge was noticed in (B)(6) 2019. The patient had excellent charge quality, but noticed the controller battery level did not deplete much after she charged the ins. For example, the patient started with 100% controller battery and charged her ins from 60% to 100% and the controller battery only depleted to 90%. This was noticed a week or a few days before christmas. The patient saw the ins battery empty screen so the ins was not providing stim. This screen appeared in the middle of a charging session. Another screen seen said to contact the manufacturer, but she could not recall what the message was. It was noted the controller was dropped in the beginning of november, but it only fell from about knee height and there was no physical damage. The patient was able to charge the ins on the call to 100% with excellent quality. No symptoms or further complications were reported.